Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2020-32527. It was reported that during the patient's trial scs system implant surgery, the physician had to explant the leads due to radiating pain. The surgery was abandoned.